Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the water level alarm would not shut off. Patient involvement unknown.

Manufacturer narrative:
Other, other text: g1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, there were a lot of scuff marks, water tank cover was cracked, front cover had scratches and nicks in the paint, quick connect corroded, pole clamp discolored. Per functional testing, the water level alarm went off immediately. The complaint was confirmed. The root cause was a faulty float switch. It was unknown what caused it to become faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced float switch, water tank cover, front cover, quick connect, pole clamp. The device passed all functional and delivery tests.